Event description:
Info received indicates that pump starts running but nothing comes out.

Manufacturer narrative:
Testing found the delivery to be within specification and motor was running smoothly. Complaint could not be confirmed.